Event description:
It was reported by the customer that a pyxis medstation es system device not on bus. The customer reported that users were unable to remove medications from the drawer, resulting in delays in the medication dispensing process. Consequently, nurses were required to walk to another room to retrieve the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device not on bus due to drawer failer. Field service engineer verified and confirmed that tsc replace the drawer to resolve the issue. The system functioned as intended after the field service engineer serviced the device.